Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site and we are unable to confirm the bent cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 284 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, pain and vomiting. The patient reports they had fallen 3 times. The patients spouse administered a manual shot of insulin prior to going to the hospital. Once at the hospital upon removal of the pod the patient reports the cannula was found to be dislodged as well as bent. Once at the hospital the patient was diagnosed with dka as well as a mild heart attack, acute metabolic encephalopathy, acute renal injury, coronary artery disease, high anion gap, hypermagnesemia and hyperphosphatemia. The patient has lab work as well as a computed axial tomography (cat) scan performed. The patient had a heart catheterization and stent put in. The patient was prescribed losartan (25 mg) to be taken daily and prasugrel (10 mg). The patient was also prescribed aspirin (81 mg). The patient was discharged from the hospital after 5 days.